Event description:
The consumer called to report that a heating pad that she owned was allegedly involved in a house fire. She stated that she had been lying against her heating pad, and then left the house with the heating pad still plugged in. There were no injuries or adverse events reported, but the house was a total loss as a result of this incident. Kaz is attempting to pick up the product for further investigation.